Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic urological procedure, the original white cartridge came off at firing and the device could not be fired. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.